Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that shortly after the implant procedure the patient experienced pain in the leg and foot due to the leads irritating the nerve. The leads were removed and the patient recovered without sequelae. The patient may be re-implanted in the future with a surgical lead.